Event description:
Pt was implanted with bilateral "dbs" electrodes in the subthalamic nuclei (stn) in 6/1999. Pt responded well during trial and internal pulse generators were implanted 7 days later. At one year, the pt had done moderately well off medication with improvement of tremor, rigidity and bradykinesia. The pt had continued difficulty with memory and functioning with minimal assistance. On the 10/00 eval visit, the pt had developed increased difficulty with off-medication fluctuations and gait. The stimulator settings were adjusted and symptoms improved somewhat, at least in the on-medication condition. Pt had surgery on jaws in 01/01 for osteomyelitis and osteonecrosis at an oral surgeon's office. The next day after this, pt underwent routine diathermy to promote bone healing at the same office. After 15 minutes of diathermy on each side of jaw (with "dbs" systems on), the pt was found to be unresponsive, with pinpoint pupils and decerebrate posturing. The "dbs" systems were turned off using the hand-held magnet and on the same day, the pt was admitted to the hosp. The neurological exam at admission confirmed the comatose condition. Brain CT showed no evidence of bleeding. The following day, the pt was transferred to another hosp for care. On arrival, "dbs" system interrogation showed all "dbs" parameters unchanged from those programmed on the 10/00 visit. Brain MRI 01/01 showed distinct areas of edema centered at "stn" electrode contacts bilaterally. Hyper intensity was most notable in the region of the "dbs" contacts but was fairly widespread, extending into the pons, midbrain and diencephalons junction. 1/9/01 pt's condition has improved somewhat and the pt is responding to oral commands and moving toes and fingers. The pt remains hospitalized and under supportive care.